Event description:
It was reported that the pump date and time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and time. Additionally, it was reported that a malfunction alarm occurred and the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose value. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction and settings issues were verified. Additionally, based on the analysis, the alleged battery issue could not be verified. The information will be used for tracking and trending purposes.